Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Date of birth: patient¿s birthday was not provided, (B)(6) 2022 was used based on age of patient. Investigation summary: a complaint of tubing leaking due to a small hole was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2432-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing containing tpn found to be slowly leaking from small premade hole on filter near the tapered end.